Manufacturer narrative:
Follow up #1 submitted 04/25/2016. The pump was returned to animas and investigated by product analysis on 03/30/2016 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons demonstrated normal response. The keypad cover was removed for investigation and did not reveal any contamination on the contacts of the keypad buttons. Investigation did not confirm nor duplicate the complaint. Additional findings unrelated to this complaint have been documented and reported on medwatch report #2531779-2016-05773.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.